Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
A distributor received information from a facility that an infusion pump generated an alarm indicating the infusion was completed and was not scheduled to be completed until 1:30. The nurse checked and verified the medication bag was completed. There was no report of harm to the patient. No further details were provided. Medication is unknown.